Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (ipg) 2008 (B)(6); 4965 implantable pacing lead 2008 (B)(6); 4965 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the hospital not feeling well due to bradycardia. It was determined the right ventricular lead demonstrated high impedance measurements and no pacing. Chest x-ray confirmed a lead fracture. The ventricular lead was capped and a previously implanted ventricular lead was connected to the device. No further patient complications have been reported as a result of this event.